Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service alarm 064. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. No call service 064 alarms were found in the current black box. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no call service alarms occurred. The product performed within specifications. The pump cover was removed to find no intermittent conditions on the motor flex connector. The call service 064 complaint was unable to be duplicated. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 12/08/2016-correction to serial #.